Event description:
It was reported by service report that the bed had lost functions. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
The investigation could not be confirmed by a stryker service tech as the inspection and repair was performed by hospital maintenance employee. Results: customer was sent cpu board to install.